Event description:
Healthcare professional reported, right-side double capsule, capsular contracture baker grade ii, and rupture. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, double capsule, and capsular contracture baker grade ii.

Event description:
Healthcare professional reported, right-side double capsule, capsular contracture baker grade ii, and rupture. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ double capsule: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Additional observations: stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, right-side double capsule, capsular contracture baker grade ii, and rupture. The device has been explanted and replaced with a non-allergan device.